Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed an alert for high out of range pacing impedance measurements on the right atrial channel. Analysis of the system was performed and noise, oversensing and minute ventilation (mv) oversensing were also observed. It was decided to reprogram the system. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed an alert for high out of range pacing impedance measurements on the right atrial channel. Analysis of the system was performed and noise, oversensing and minute ventilation (mv) oversensing were also observed. It was decided to reprogram the system. This system remains in service. No adverse patient effects were reported.